Event description:
Following probe insertion a 3d mprage MRI image was acquired and the probe was not seen in the target. It appeared to have skived off of the dura going inferior to the cerebellum and never entered the cerebellar cortex. The dura was opened in the operating room prior to pt transport to the MRI using a spinal needle, test probe inserted, and a biopsy was also performed in which no resistance was seen. The probe was removed and reinserted into the cortex and the ablation procedure proceeded without any additional incidents. No intervention was necessary and the physician stated two weeks later that the pt was doing very well and the lesion was actually necrosis with no active tumor cells.